Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The patient stated that he received erroneous results when testing with coaguchek xs meter serial number (B)(4). On (B)(6) 2019, the patient had a meter result of 8.0 inr and he held his warfarin medication on the evening of (B)(6) 2019 based on the value. On (B)(6) 2019, the patient had a meter result of 5.5 inr. The patient was instructed to go to the laboratory for testing. Within 2 hours, a sample from the patient was tested in the laboratory on a stago max analyzer using stago reagent, resulting with a value of "3 something" inr. The patient held his warfarin medication on the evening of (B)(6) 2019. On (B)(6) 2019, the patient had a meter result of 4.4 inr. Within 2 hours, a sample from the patient was tested in the laboratory on a stago max analyzer using stago reagent, resulting with a value of 3.2 inr. The patient held his warfarin medication on the evening of (B)(6) 2019. No adverse events were alleged to have occurred with the patient. The patient did not receive treatment. The patient's therapeutic range is 2.0 - 3.0 inr. The patient does not have hematocrit issues or antiphospholipid antibodies. The patient does not take heparin or direct thrombin inhibitors. The patient has not been eating much because of his oral cancer for which he is currently undergoing radiation treatment. The patient indicated that his mouth is very sore and it is painful to eat. The patient did not have symptoms of bleeding or bruising. The patient has never cleaned the meter. The heater plate of the meter had no debris on it. The patient's product was requested for investigation and replacement product was sent to the patient. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.